Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR reports: 1627487-2014-02659, 02661. It was reported the pt complained his device turns on without prompting and regularly "shocks" him. The pt stated he stopped using his scs system approximately two weeks ago. The pt declined to meet with an sjm rep and have his scs system evaluated. Add'l info received from the pt's atty alleges the pt's scs system causes heating when he charges the ipg. Surgical intervention may be undertaken to address the issue.